Event description:
It was reported that during patient care the autopulse resuscitation system platform intermittently stopped working even with good batteries. The user reverted to manual compressions. No additional information was provided. It was also reported that there was no adverse patient sequelae.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.